Event description:
The customer reported that the power indicator light is not bright. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.